Event description:
It was reported that during a laparotomy procedure, for the initial firing put a reload in gun. Went to fire across small bowel, blade and staples on one side fired the other side did not fire. No pt consequence.